Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the staples were coming out crooked when fired. Another device was used to complete the case. There was no consequence to the pt.